Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the suture broke after patient went home and required re-operation due to dehiscence. Original procedure was pediatric open heart surgery. The current patient status is fine. This did result in tissue damage/patient injury - the patient needed to have re-operation. To correct this condition, the patient underwent reoperation to repair the suture that broke postoperatively.